Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle.  The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass.  These surgical procedures are associated with numerous risks.  Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines).  Based on the information provided, there is no indication that there was any device malfunction or performance issues affecting the device. It is likely that patient status, pharmacological factors such as anticoagulation, and comorbidities may have been contributing factors.  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient called coordinator from home with complaints of high watts alarm. The patient was admitted to the hospital the same day for observation and clinical work up was done. Lab were drawn, echo was performed and logfiles sent. Patient taken to or for hvad exchange. Additional information has been requested but not yet provided.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed 11 high watt alarms have been logged since may 21, 2016, confirming the reported event. A rise in power consumption was observed beginning on (B)(6) 2016 to a peak of 6.1 watts, outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high watt alarms and elevated power consumption can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.